Manufacturer narrative:
There was no sample returned for eval. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. A review of complaints for the last 24 months indicated no add'l, related reports for this system. A review of service requests for the last 24 months indicated no add'l, related reports for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "delay of 17 minutes" (no code available). Product problem(s): "system fault happened in middle of case" (device displays error message). The nurse reported receiving a system fault in the middle of a case. The machine had to be shutdown and rebooted. The case was then completed with a delay of 17 minutes. The facility reported there were no pt injuries.